Manufacturer narrative:
Mindray service reps replaced the water trap receptacle. Calibrated and unit to factory specifications.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have resulted in a loss of gas monitoring. No pt injury was reported.